Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips and meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started to read inaccurately between 2 and 3pm on (B)(6) 2016, when she obtained alleged inaccurately erratic blood glucose results of ¿256 and 46 mg/dl¿ performed on the subject meter within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages her diabetes with insulin (self-adjuster). She claimed that after obtaining the alleged inaccurate results, she consumed less food and/or drink. She reported that 5 minutes after the start of the alleged issue, she developed symptoms of ¿sweating and confused¿. She reported that at 3pm on (B)(6) 2016 she self-treated her symptoms with ¿food and soda¿. She denied using any other device to check her blood glucose levels. At the time of troubleshooting, the cca noted that the patient¿s meter was set to the correct unit of measure, her test strips had been stored correctly and the test strip vial was not cracked or broken. The cca also noted that the patient had used an approved sample site to obtain the blood samples and she described the correct testing steps. However, she did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurately erratic readings on the subject meter, administered ¿treatment¿ based on the results and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.